Event description:
Event description cpi received information indicating this patient received inappropriate shocks from his implantable cardioverter defibrillator (ICD). The patient's entire system was removed from service, and a new system was implanted.